Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be duplicated. Ventec then performed other, unrelated repairs. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. When the reported issue was observed, the respiratory therapist attempted to troubleshoot the device, but ultimately placed the patient to a different ventilator. No further details about the patient or the event were provided.